Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler unit was loose and shaky. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: vertical lines were displayed on the image due to defective cable unit. However, the most probable cause for loose and shaky coupler unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the autoclavable camera head exhibited lines on the screen. The event occurred during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.